Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 462 mg/dl. Patient's current blood glucose: 89 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. Customer reported that they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was over delivering. Customer is not calling back to perform an high pressure test. Customer states that she has been working with the healthcare provider very close to monitor this. The insulin pump will not be returned for analysis.